Event description:
It was reported that before use-routine check, cardiosave intra-aortic balloon pump (iabp) had screen damage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e1 (event site telephone). It was reported by customer, that the cardiosave intra-aortic balloon pump had a visual line in the display screen. No patient involved. The getinge field service engineer (fse) states that the customer wanted it fixed. Fse quoted customer, the repair and they created the po and called the repair in. Fse went onsite and located the unit. Powered unit on and could verify the display had a visual line in it. Fse took images and checked logs. Part was ordered and was installed. Functional and safety checks were completed. Unit was returned to the customer for use.